Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the mask and filter, and a strange pressure created by the device. The patient alleges headaches, red eyes, and sinus problems. The patient also mentions, "all tests were done on the doctor's recommendation." There is no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the mask and filter, and a strange pressure created by the device. The patient alleges headaches, red eyes, and sinus problems. The patient also mentions, "all tests were done on the doctor's recommendation." There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.